Manufacturer narrative:
The insulin pump alarmed with motor error during the rewind process due to a corroded motor home switch. The basic occlusion, occlusion, prime, excessive no delivery, and displacement tests could not be performed due to the constant motor error alarm. Moisture damage was found on the electronic assembly. The pump also had minor scratches on the display window, cracked casing at the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. Every time the customer tries to rewind the pump alarms with motor error, and the pump was currently stuck in a rewind loop. The patient's blood glucose at the time of incident was 223 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. However, the pump was exposed to an airport security full body scanner. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.